Event description:
A customer reported to baxter (B)(4), during dwell 1 of 4 on the homechoice machine, the patient felt pain in her shoulder and abdomen and an alarm code occurred. She immediately stopped the therapy but felt consistent abdominal pain. She went to emergency room and was hospitalized with pneumoperitoneum on (B)(6) 2012. Her condition has improved and relieved pain. Follow up information was received by product surveillance on (B)(4) 2012. The patient was "inspected by fasting" to examine the cause of the pneumoperitoneum. There were no signs of a perforated abdominal viscus found and there was no air found in the abdominal cavity after performing continuous ambulatory peritoneal dialysis (capd). No further information was given at this time.

Manufacturer narrative:
(B)(4). The device showed no abnormal symptom or appearance in the visual investigation. All the functional tests passed to meet product performance specification. The system error 2240 was confirmed in the event history log. No similar problem was observed in previous services, the membrane gasket, chamber foam, and molded piston were replaced during the previous service, but the previous service did not contribute to this reported problem. The homechoice device functioned as intended. The patient symptom of pain in the shoulders and abdomen was not confirmed. The assignable cause of the system error 2240 alarm and patient symptom is undetermined.

Manufacturer narrative:
(B)(4). The device showed no abnormal symptom or appearance in the visual investigation. All the functional tests passed to meet product performance specification. The system error 2240 was confirmed in the event history log. The assignable cause of the system error 2240 alarm is undetermined.

Manufacturer narrative:
(B)(4). The device is in the process of being returned to baxter product analysis lab (pal) for evaluation. A follow up report will be submitted upon completion of the evaluation or should additional information become available.